Event description:
An air leak was reported on the device and was sent for evaluation and repair. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device return evaluation noted the coating of the insertion tube has come off due to external factors (1mm2 or more). This report is being submitted for peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation , service repair found the watertightness of the operating part (base of the suction port) found not maintained due to external factors. Watertightness not maintained due to holes in the curved rubber (insertion tube) due to external factors . Due to handling, liquid leakage observed in the operation part. The forceps channel crushed by an external factor this caused the channel cleaning brush cannot be inserted smoothly. The flexible tube of the insertion section noted crushed due to external factors. The curved rubber (insertion part) adhesive part found missing. In addition, service noted the coating of the insertion tube has come off due to external factors (1mm2 or more). Furthermore, the following findings during device evaluation were noted : scratches on the insertion tube due to external factors are observed. Scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches are found on the eyepiece due to external factors. Scratches on the operation unit cover due to external factors are observed. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches are found on the ud plate due to external factors. Scratches are found on the vent metal under the grip due to external factors. Scratches are found on the fixed ring due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating on the insertion tube peeled off due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.